Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Single use; device discarded

Event description:
The consumer reported an unconfirmed false negative with the binaxnow covid-19 antigen self-test performed on (B)(6)2023 on an unknown swab type. Confirmation testing was not performed. The consumer stated that he was symptomatic at the time of testing and specified that he had lost his sense of taste and smell. Additionally, the consumer noted that he had been in contact with his sister who was reported to have been covid-19 positive. No additional patient information, including treatment and outcome, was provided.